Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. The customer primed the tubing resolving the occlusions. Reportedly, the customer was using cold insulin. Tandem clinical support educated the customer to always use room temperature insulin. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.